Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. No other observations observed, no further actions are required. Visual analysis of the photographs identified: device patch with lot number 3015915 and catalog number 115-322cc. Rupture-breast: observed opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional later reported " foreign substance presumed to be the silicone part of rt axilla was not found, and there is a possibility of implantation in the direction of rt outer."

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 20jun2024.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported " foreign substance presumed to be the silicone part of rt axilla was not found, and there is a possibility of implantation in the direction of rt outer." Device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Continued phone number e1: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.